Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the vns patient¿s device was tested, and normal mode and system diagnostic tests results revealed high impedance. The patient¿s device was subsequently disabled. No patient trauma was reported. The patient was referred for surgery but no known surgical interventions have occurred to date.

Event description:
An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (B)(6) 2014 due to lead discontinuity. The explanting facility discarded the explanted devices; therefore, no analysis can be performed.